Event description:
It was reported that an ilet device did not charge when placed on its wireless charging pad, as evidenced by the blue indicator light failing to remain solid, which indicates charging. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included remote troubleshooting and user education regarding proper charger alignment and charging indicators. Investigation of this case revealed a charging function concern consistent with a device power or charging interface issue, with no alarms or alerts reported and no evidence of broader system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.